Manufacturer narrative:
Image review: post-op CT following c5-6 acdf shows cortico cancellous graft present on the film and a paucity of bone and lucency through the level on another image. It is likely that resorption or incorporation of the graft into one of the vertebral bodies with pseudoarthrosis formation has occurred. Smoking status is unknown but this is possible through uncommon event that may happen with cadaveric bone implants. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date post-op, cage migrated before fusion process. Patient complications were reported unknown.